Event description:
It was reported to philips that x-ray was not ready due to an ippc hard disk connection issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reseated the hard disk and restarted the system, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).